Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-107 serial# (B)(4). Smartablate pump (model# m-4900-109 serial# (B)(4)). Lasso nav eco catheter (model# d-1343-01-s lot# 17424871l). (B)(4). Event description continuation: patient received anticoagulants (heparin) during the procedure with activated clotting times maintained between 300-350 seconds. No error messages were reported on any bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the left atrial posterior wall, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 600cc of fluid from the pericardium and the drain was left in place. Remainder of procedure was aborted. Prior to transferring to the ward for observation, the blood pressure had stabilized and the patient was speaking with the physician. It was noted that no further complications were anticipated. The patient did not require extended hospitalization as a result of this adverse event. The pericardial drain was removed the evening of the procedure and the patient was discharged the following day, as expected. Patient outcome was fully recovered with no residual effects. Medical history includes hypertension. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was procedure-related, specifically a complication due to a brief period of high catheter contact force combined with patient movement. The patient was under local anesthesia. A transseptal puncture was performed with a cook medical endrys transseptal needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator parameters at the time of injury: temperature control mode with temperature at 48°c and power at 30 watts (not titrated). Overall ablation time at the site of injury was approximately 55 seconds. Last ablation cycle time at the site of injury was approximately 25 seconds. Irrigated catheter flow was set at 30ml/min.